Event description:
Customer reported that erroneously low sodium and chloride results were generated by the synchron lx20 pro system. Quality controls were monitored every 8 hours prior to the event. The results were reported out of the laboratory. The samples were retested and as many as 70 erroneous results were corrected and reissued. It is not known if there were any changes to the patients' care or treatment. There were no reports of any medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced several of the ise (ion-selective electrode) parts and decontaminated the system. Although several parts were replaced and the system decontaminated, a specific root cause of this event was not determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.